Manufacturer narrative:
Approximate age of device - 1 year (calculated from the date when the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient's submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Additional information: h4. Manufacturing evaluation conclusion: although the reported no external power events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. No external power events were captured (B)(6) 2018 17:52, (B)(6) 2018 19:02, and (B)(6) 2018 9:39. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The events resolved upon reconnection to external power. Per device tracking records, the patient was issued (B)(4). This mpu was not returned for investigation; however, the device history records indicate that (B)(4) was manufactured with the v-lock ac power cord. Multiple requests for additional information regarding the event were issued to the customer; however, no further information has been provided to this date. The patient remains ongoing and no further issues have been reported at this time.